Manufacturer narrative:
(B)(6).

Event description:
It was reported that the inner cannula of the portex blue line ultra (blu) tracheostomy tube broke during patient use. The tracheostomy tube was in use for one week when this issue occurred. The tracheostomy tube was removed and replaced during the incident. The product problem did not cause or contribute to any adverse patient health effects. The patient's airway was not affected.